Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# FDA-2014-n-0736-1706, awareness date 21-oct-2015). It refers to a (B)(6) female consumer in united states who had essure inserted on unspecified date and had nothing but pelvic pain, weight gain, irregular menstrual cycles, always felt cold, never had energy and was not being able to have intercourse with her husband because it was way too painful. She had to have a hysterectomy at the age of (B)(6) due to endometriosis and the fact that the coils had perforated her tubes and worked their way into her uterus and into her colon. Follow up received on 12-nov-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and quality deficit is excluded. Company causality comment this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted when she was (B)(6) and she had to have a hysterectomy at age of (B)(6) due to endometriosis and the fact that the coils had perforated her tubes and worked their way into her uterus and into her colon. Endometriosis is serious due to medical importance and unlisted for essure; it is considered unrelated to the device. Fallopian tube perforation is also serious but listed event. Given nature of perforation and compatible temporal relationship, causality cannot be excluded. Since an intervention was performed, this case is regarded as incident. Based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical event and quality deficit is excluded. No active follow-up will be pursued, since this case was identified during health authority website monitoring.